Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damaged occurred. The target lesion was located in a coronary artery. A 3.50 x 16 synergy drug-eluting stent was advanced for treatment. However, during procedure, the stent got damaged. The procedure was completed with a different device. No patient complications were reported.